Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had an air bubble. When the customer connected the infusion set to the reservoir a bubble formed. Customer's blood glucose level was 420 mg/dl. She treated her high blood glucose level with a syringe. The device was not returned.